Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient a patient that is experiencing lingering myopia following the implantation of micro-glaucoma filtration device. The patient was -1 diopter myopic at 6 weeks post-op. The surgeon decided to treat the patient with medication for 3-4 weeks in order to attempt to correct this issue. He claims the patient is responding and he is confident that the refractive error will be resolved. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of experiencing lingering myopia following implantation, and meds prescribed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There was no mention of surgical complications associated with device implantation and no mention of device failure. Likewise, no information was provided regarding the intraocular lens (iol) a-constant and biometric data used to determine the iol diopter implanted during the same procedure, which could be associated with a myopic outcome. Possible root cause is that anterior chamber shallowing with transient forward iol movement is an established risk associated with device use, which is clearly detailed in product labeling. The manufacturer internal reference number is: (B)(4).